Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin and trusteel infusion set, tandem technical support educated the customer this is considered off label use per the tandem user guide. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.